Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation as the customer was unable to locate it. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR could not be performed as the lot/serial number was not reported. As the catalog # of the complaint device was not reported, it cannot be determined if the device was released from stryker with the reported failure mode. As the device was not returned for evaluation, and the reported information did not provide details of the device catalog #, the procedures and instructions for use (ifus) associated with the device could not be determined. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the ligasure was sticky and not completing full cycles. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.